Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and two openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one smooth crease opening, and one striated opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one smooth crease opening assessed as a fold flaw opening, and one striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.